Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: g1.

Event description:
It was reported that during a case, the navigation system produced poor quality images that were unable to be used for screw placement.

Event description:
It was reported that during a case, the navigation system produced poor quality images that were unable to be used for screw placement.